Event description:
The physician used three cook endoscopy triclip endoscopic clipping devices during a gastroscopy procedure. While attempting to close the clip, the handle separated. This occurred in succession during the same case. A coagulation probe was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected devices were not returned to cook endoscopy for evaluation. After a review of the device history record for this lot, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the affected devices were not returned to cook endoscopy for evaluation. However, we can provide the following comments: a separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at an angle and excessive pressure is applied to this section of the handle assembly. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. During the manufacture stage, the handles are inspected for separation. Also, the handles are worked to ensure proper workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: a corrective action has been implemented to reduce occurrences of handle separation for the tri-clip endoscopic clipping device. This lot was manufactured prior to implementation of the corrective action. Customer quality assurance will continue to monitor for complaint trends.